Event description:
It was reported to philips that the device had a faulty capacitor. There was no patient involvement.

Manufacturer narrative:
As there was no report of patient involvement at the time of the failure, the device use at time of event field has been updated to outside of use.